Event description:
It was reported that a base not responding and travel reverse errors were observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The seal on the case and not on plunger head were removed. The investigation did not notice any external damage. The pump event history showed a travel course reverse and base not responding errors in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during after flow and occlusion tests. When checking alarm history noticed the clutch was released during an infusion causing the travel reverse alarm. Unable to determine on base not responding error. Customer on travel course reverse error. Unable to determine on base not responding error the root cause of the reported issue was due use error. The technician performed preventive maintenance (pm) on pump. Performed functional and delivery tests which passed.